Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports red rash with bleeding under tape border of wafer. Reports started months ago. Reports that he has seen many health care providers. Did not provide specific information. Reported many salves recommended but will not work since interferes with pouch seal. Reports using other brand powder and stomahesive powder. Instructed to discontinue use of product. Stated will not do so; covers border with stomahesive strips.